Manufacturer narrative:
Device remains implanted.

Event description:
A company representative reported that a yukon occipital plate fractured at c1 post-operatively. Revision surgery has not been reported.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
A company representative reported that a yukon occipital plate fractured at c1 post-operatively. Revision surgery has not been reported.